Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection found that only the needle with the deformed sleeve was returned for evaluation. No other anomaly could be observed. A functional test was performed for the needle assembly. Using a test meniscal gun, the latch was opened and the needle was assembled correctly into the test gun. Additionally, the trigger was activated several times, no obstruction or difficulties while deploying were found. It was verified that the pusher rod is sliding out completely from the shaft. No anomalies could be found during the assembly/disassembly process for the needle. The overall complaint was not confirmed as the observed condition of omnispan meniscal repair 12deg would have not contributed to the complained device issue. Based on the investigation findings, the potential cause for the sleeve condition is traced to the procedural variables, such handling of the device or product interaction during procedure; it is possible that there was a failure to use a malleable graft retractor during the needle insertion. As per the instructions for use, use a malleable graft retractor to protect the implants and suture from getting caught on soft tissue, including the fat pad, during insertion into the knee. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there was no non-conformance regarding this lot.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: ¿ the product has not returned to depuy synthes, however photos were provided for evaluation. Visual inspection of the returned photos found the needle detached from the deployer, no other anomaly could be observed. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 12deg would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there was no non-conformance regarding this lot.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a meniscal repair procedure, the two (x2) omnispan meniscal repair 12deg devices needle was detached. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 2 of 2 for the same event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10. Additional narrative: the product has not returned to depuy synthes. However, photos were provided for evaluation. Visual inspection of the returned photos found the needle detached from the deployer. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 12deg would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.